Event description:
The pt's head slipped in the clamp when being turned from the prone position at the end of the surgery. Although slippage and associated scalp laceration is an oft experienced occurrence this institution has not experienced any such event in recent years.